Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged-coupled device cover lens glue cracked and peeling off. A root cause could not be identified. Based on the results of the investigation, findings do not lead to a clear conclusion about the cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex 3d deflectable videoscope had an image that no longer worked during the test prior to the examination during reprocessing. There were no reports of patient involvement.